Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Bone flap not fixed; confirmed via CT image. Revision surgery to be completed (B)(6) 2015.